Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1.5 years post-implant, it was reported that the patient was in the hospital for a few days due to anemia and experienced a red heart alarm. The patient reported that the alarm occurred when he was supported by the poser module and when he moved his percutaneous lead. It was also reported that the patient's pump speed was recorded as 0 rpm twice in a 24 hour period. The vad coordinator was unable to reproduce the alarm when moving the patient's percutaneous lead. X-rays performed showed no evidence of percutaneous lead damage and the patient was not symptomatic during the events. A non-grounded power module patient cable was requested and provided to the patient.

Manufacturer narrative:
The patient remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient¿s event history that was submitted to the manufacturer captured pump stoppages and power elevations that could be indicative of a potential percutaneous lead (lead) issue. An x-ray of the percutaneous lead was submitted to the manufacturer and was inconclusive of any areas of compromise to the wires; however, a full evaluation of the lead was not available as the patient remains ongoing on vad support. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. In the event that the return portion of the replaced percutaneous lead becomes available for evaluation, a supplemental report will be submitted. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Information received. The pump remains implanted and in use by the patient; however a section of the replaced portion of the percutaneous lead (lead) approximately 6¿ long was returned for evaluation. Evidence of the separation of the white silicone jacket from the metal connector at the distal end of the lead was observed. The manufacturer has investigated the separation of the lead¿s silicone sleeve and has determined that sufficient side loading applied on the silicone sleeve, while it is connected to the system controller, can contribute to the separation of the sleeve from the nipple of the metal connector. The returned section of the lead was tested for electrical continuity in the condition that it was received and the yellow wire revealed an open circuit. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires at the nipple housing of the metal connector revealed that the yellow wire was completely fractured. The insulation of the red and orange wires were both breached in this same area, exposing their inner conductors. Approximately 0.75" from the nipple housing of the metal connector, the insulation of the brown and red wires were breached. Further analysis of these wires revealed that the observed wire damage appeared to be the result of repetitive movement and the remaining wires appeared unremarkable. If the exposed conductors of the black or brown wires made individual or simultaneous contact with the braided shield while operating on the power module, the resulting electrical short to ground would have caused the power elevations, low flow events, and pump stoppages that were confirmed through the evaluation of the patient¿s event history that was submitted. The reported events also could have resulted from a phase-to-phase short if any of the exposed conductors made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by the power module or by battery power. The returned system controller (serial # (B)(4)) was functionally tested and did not respond or operate a test pump in its received condition. The examination of the returned system controller revealed opened fuses on the system controller¿s main printed circuit board (pcb). The damaged fuses prevent the system controller to operate a pump and the ability to properly collect the event data. The defective components were replaced and the system controller function was restored. After the repair, the patient¿s event history was able to be collected; however, the recorded data was corrupt as a result of the damaged components. The component damage within the drive circuitry and the data contained in the patient¿s event history indicate an over current condition that can potentially occur from a damaged percutaneous lead.¿ the returned system controller (serial # (B)(4)) was functionally tested and was found to function as intended, even when the power leads were manipulated. The white and the black power leads were independently disconnected and the system continued to operate solely on either power lead without any functional issue. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The manufacturer's technical service representative performed testing of the percutaneous lead and wire damage was observed; therefore, a percutaneous lead replacement was completed.

Event description:
Additional information received indicated that the patient was readmitted at a unknown time later due to additional pump stoppages and the system controller was exchanged to restart the pump. Damage to the percutaneous lead was seen and a replacement to the external portion of the percutaneous lead is planned.